Event description:
A (B)(6) male patient called zoll customer support to report that his monitor would not power up. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is currently underway. The reported problem (won't power up) was confirmed. Upon investigation the monitor was resetting. A root cause investigation is underway. A supplemental report will be submitted upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.